Event description:
"S/p b submusc infra 295cc polyurethane implants for augmentation. In 1998 pt noted deformity on r with upward bulge as well as hardening. It is possible there was antecedent trauma but pt is not certain. This is progressing with increased comfort. In addition, c/o systemic sx's including arthralgias/myalgias (+ am stiffness), paresthesias/dysesthesias, fatigue, sleep disturb, adenopathy, hot flashes/drenching night sweats, tmjd, memory loss, sjogren's, hair loss, sun sensitivity with rashes, sens cold/perfumes, hypothyroidism, wgt fluctuations, and easy bruising. Pt is otherwise healthy."